Event description:
Subsequent information received reported that the patient's surgical lead was placed on (B)(6) and a new battery on (B)(6). The patient was doing great and therapy back to where it was before leads moved. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported the patient was not receiving coverage in her arms as of about a month prior when she was sitting and watching tv. Both the manufacturer's representative and the patient's physician were working on getting stimulation coverage. An x-ray confirmed that the leads had moved. The patient was receiving some coverage. It was reported there were no known accidents or incidents related to the symptoms. It was noted the patient went to a neurosurgeon, but was going to try meeting another physician on (B)(6) 2012. Approximately two weeks later it was reported that the patient had received assistance and her concerns were resolved, along with that she still had concerns regarding her therapy or device but was working with a doctor or manufacturer's representative. The patient had an appointment on (B)(6) 2012. Patient outcome was not provided. No patient injury was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 3776-45 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type lead product ID, 3776-45 lot# serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6), product type lead

Manufacturer narrative:
Product ID 3776-45, serial# (B)(4), product type lead; product ID 3776-45, serial# (B)(4), product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3487a-33, lot# v001437, serial# (B)(4), implanted: (B)(6) 2006, product type lead. (B)(4).